Manufacturer narrative:
D4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, in one eye, the patient has difficulty seeing his phone and distant vision is may not be as clear.